Event description:
Pt reported that the lancet, inserted in the softclix lancet device, protrudes beyond the device end-cap. Pt indicated that she "grazed" her finger with the protruding lancet. No resultant injury was reported. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.